Event description:
On (B)(6) 2017 patient came in for bilateral synvisc one injections. He called the office on (B)(6) 2017 stating at 2 am he woke up with severe bilateral knee pain and swelling. He reported that he was unable to fully bear weight on his knees. Patient had bilateral synvisc one injections done (B)(6) 2017 with no adverse reactions. Dose or amount: eighteen units. Frequency: q 6 months. Route: intra-articular. Diagnosis or reason for use: osteoarthritis of bilateral knees. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.